Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Sections could not be completed with the limited information provided. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03476 / 1825034-2016-03482). Product location unknown.

Event description:
Patient underwent a right knee revision procedure due to infection.